Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that polys would not fit. The product were defective. Doe: (B)(6) 2024 affected side: unknown shoulder.

Event description:
Additional information received states that there were no adverse events.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that polys would not fi. The product were defective. Doe: (B)(6), 2024. Affected side: unknown shoulder. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the reverse liner 36+4 was found deformed from the locking gap, this condition appears to have been caused by a excessive force when placing the implant onto the reverse humeral shell s 32+8. It is reasonable to conclude that the deformation occurred because the toothed part of the implant was placed first, contrary to what the surgical technique mentioned; align the lateral mark on the reverse liner with the lateral mark on the reverse humeral shell. Place the lateral toe of the reverse liner into the lateral undercut on the reverse humeral shell. Next, with finger pressure, snap the medial edge of the reverse liner into place. Utilizing the impactor handle and convex impactor tip, impact the reverse liner to ensure full seating. Surgical technique 500992014 rev b. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was performed and it can be observed that the device fits with the mating device. However, it requires more force to achieve a proper fit, as the locking gap is already deformed. The overall complaint was confirmed as the observed condition of the reverse liner 36+4 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: quantity manufactured: (B)(4). 2) date of manufacture: 2022-12-05. 3) any anomalies or deviations identified in DHR: no-non conformances were identified. 4) expiry date: 2027-11-30.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.